Event description:
Patient spontaneously called in stating his cadd legacy pump serial number (B)(4) is not working. It was reading with ¿code 55¿. He was able to switch to his backup pump without issue and did not have a lapse in therapy. No side effects or symptoms were reported. We are sending the patient a replacement pump to arrive tomorrow morning and he will send back the malfunctioning pump once he confirms the new pump is working. I instructed the patient to contact the physician and pharmacy and go to the hospital if his backup pump stops working prior to receiving the replacement pump. Reported to (B)(6) by: patient/caregiver.